Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported blood glucose value of 12 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucose/carb intake, emergency medical services (ems)/ambulance/emergency room (ER) visit. The event involved product(s) mmt-1780kpk, mmt-332a, mmt-397a. Troubleshooting was performed. The customer reported low blood glucose event. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There was no mention of the auto mode feature at the time of the event. The customer will discontinue the use of the device. No further patient complications were reported. Mmt-1780kpk was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump was received with a partially broken off retainer ring, cracked battery tube threads and cracked case at the corner of the belt clip rail extending to the bottom of the pump. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/stained serial number label, faded end cap address label, scratched keypad overlay, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below pertaining to the primary svn (B)(6) and event date 16-jun-2024. Please see below for the boluses listed on the event date 16-jun-2024 in the pump history file. 06/16/2024 08:38:04.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.4 bolusamountdelivered = 4.4 06/16/2024 13:55:16.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3.7 bolusamountdelivered = 3.7 06/16/2024 15:36:30.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7 06/16/2024 18:29:48.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.8 bolusamountdelivered = 4.8 06/16/2024 21:53:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.4 bolusamountdelivered = 1.4 please see below for the daily total of all insulin delivered on the event date 16-jun-2024 in the pump history file. 06/17/2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 06/16/2024 00:00:00.000 dailytotalofallinsulindelivered = 29.4 dailytotalofbasalinsulindelivered = 14.4 dailytotalofbolusinsulindelivered = 15 there were no auto suspend alarm noted in the pump history file. There were no user suspended alarm noted on the event date 16-jun-2024 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 16-jun-2024 in the pump history file. Please see below pertaining to svn (B)(6) and event date 04-oct-2024. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 04-oct-2024 in the pump history file. Please see below pertaining to svn (B)(6) and event date 01-nov-2024. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 01-nov-2024 in the pump history file. 10/31/2024 14:51:00.000 alarmalertnotification faultnumber = low battery alert (104) 11/01/2024 00:22:00.000 alarmalertnotification faultnumber = change battery fault (73) 11/01/2024 00:32:00.000 alarmalertnotification faultnumber = change battery fault (73) 11/01/2024 00:38:24.000 batteryremoved 11/01/2024 00:38:24.000 alarmalertnotification faultnumber = battery removed (84) 11/01/2024 00:38:47.000 batteryinserted the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Low battery alert (104) - not confirmed. Change battery fault (73) - not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Cosmetic damage was confirmed at the retainer ring, and from the top of the pump to the bottom of the pump. Retainer ring damage confirmed. Reservoir unable to lock into place not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.